Manufacturer narrative:
The insulin pump was received with a constant a48 alarms; the problem is isolated to the mother board. Unable to verify motor error alarms or off no power without low battery indicator anomaly due to constant a48 alarms. The motor was tested outside the device and passed. The insulin pump has cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer received a motor error alarm, as well as an off no power. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.